Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left hemicolectomy, while detaching the colon, the device partially fired and got stuck. A new reload and handle was used to resolve the issue. There was no patient injury.